Event description:
The user facility reported a 57-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The user facility reported that an impella cp was successfully implanted in a patient and developed a high purge pressure alarm. Sodium bicarb was flowing through the cassette. The cassette was changed to resolve the alarm. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Result of investigation: product was not returned for investigation. Data logs were returned and reviewed. There was rise in purge pressure for about 5 minutes before the alarm was seen. There was also a motor current spike corresponding to the rise in purge pressure. The pump was plowing at p2 level at that time the purge solution was of dextrose solution and bicarb. Saturated flow was also noticed during the spike. Per the clinical information provided and data log review, the root cause of high purge pressure issue was most likely biomaterial. Instructions for use for the related event are as follows: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
D4-updated model number. D6- implant and explant date. G1-corrected MFR site name and address. G2-should not have selected foreign h6-type of investigation 10 is changed to 4114. The device was not returned.